Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A new sample from the patient was provided for investigation and an interfering factor to streptavidin was found in the sample. This interference is documented in product labeling.

Event description:
The customer received questionable thyroid results for one patient from a cobas e601 analyzer. The physician suspected the results as they did not match the clinical condition of the patient. The customer suspected interference in the sample. The specific date of testing at the customer site was not provided. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the thyrotropin (tsh) assay and (B)(6) for the free thyroxine (ft4) assay. Information concerning which result was reported outside the laboratory was requested, but was not provided. The patient was not adversely affected. A specific root cause could not be identified as no sample from the patient was available for further investigation. From the provided data, a general reagent issue could likely be excluded. Differences in results may occur when comparing assays from different vendors due to the different setups of the assays, the antibodies used and the variances in reference methods.